Event description:
Ns running via umbilical arterial line at 3cc/hr. Waveform dampened after approx 10 hrs. Uac was eventually lost; repeated arterial sticks were required. Rn assumed pump non-infusion.